Manufacturer narrative:
Concomitant medical product: c4tr01 crtp implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The left ventricular (lv) lead was capped and a replacement lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.